Event description:
It was reported that the customer was hospitalized due to high blood glucose levels over 400 mg/dl. The caller initially called for assistance with the blood glucose levels that are displayed in the data tables. The customer was assisted. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.